Event description:
Procedure type: unk. According to the reporter: surgeon grab knowingly a small amount of pulmonary par emchyma, no problems during closure of the instrument and during release. After opening the instrument all clamps were unformed at the lung tissue. Heavy bleeding and leakage. Hemostasis by over sewing, after that a new cartridge was inserted into the instrument. Now it worked perfectly. After surgery hemoglobin decline from 13 to 9. Now everything is okay. Pt is fine.

Manufacturer narrative:
Date initial report sent: 09/29/2009.